Event description:
It has been reported that the system could not boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer inspected onsite and identified that the fuse on the mpd (mains power distribution) control unit failed. The fuse (500ma) was replaced and the system was returned to use in good working order.